Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 21-mar-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving dilaudid (2 mg/ml at 0.4302 mg/day) via an implanted pump. It was reported that the patient had been having increased pain for some time. It began on an unknown date this year. A cap (catheter access port) dye study was done and found to be negative but the patient continued to have increased pain. Today ((B)(6) 2020) the hcp decided to revise the catheter. When the pump pocket was opened, the catheter was found to be twisted and they felt that the pump had been flipping. The catheter was revised. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the device manufacturer representative indicated that the device was thrown away. No further complications have been reported.